Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade iii and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma-late.

Event description:
Patient reported "I have a history of breast cancer from my (mother) I am very worried", "this year I have been feeling pain in the breast and stiffness in my chest." "Displacement of the prostheses (anatomical)" and "beginning of contracture." For the left side. Device has been explanted. Physician also reported "large amount of liquid inside the prostheses."